Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient indicated that their leads were broken. The patient tried to "put them back," but they were completely broken. The lead was reported to have broken on (B)(6) 2017 at 4:40 am. The patient was scheduled for lead removal (B)(6) 2017. Patient status is unknown at the time of this report and no patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.